Event description:
It was reported that the patient¿s devices were removed due to an infection. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3389-40, lot # j0421486v, implanted: (B)(6) 2004, explanted: (B)(6) 2004, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2004. (B)(4).